Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) as part of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient reported a fall in the bathroom, striking the left gluteal area. Physical examination was done. There was trauma to the left gluteal area from the fall, an increase in low back pain, and it was possible that the stimulator was less effective. The programming report showed that spinal cord stimulator (scs) was utilized/working with no problems. On (B)(6) 2017, the physician recommended the scs for reprogramming and the adaptive setting be turned on. A manufacturer representative (rep) was contacted for a follow-up visit. A programming report showed that the stimulator was ok and the adaptive stimulator setting feature was in the off position. A follow-up office visit occurred on (B)(6) 2017. The patient reported that pain was better, at 6/6/6, but the patient had not had time to make an appointment with a rep. Physical examination was done and there was improvement of pain. The scs programming report showed that the device was being used and was ok with the adaptive feature continuing to be in the "off" setting. The physician requested a visit from a rep. The event was ongoing. The clinical diagnosis was trauma from a ground level fall and increased pain. The etiology was trauma to the left gluteal area from the fall with pain increase which was not related to the device/therapy and not related to the implant procedure. Additional information received from the hcp reported that the device was reprogrammed on (B)(6) 2017 and (B)(6) 2017. The clinical diagnosis was that the stimulator was less effective. Additional information received from the hcp reported that the patient's pain level at the (B)(6) 2017 visit was 7.5-8-7. Additional information was received from the hcp. It was reported that the device diagnosis was possible damage to scs. The etiology was possibly related to the device or therapy. The event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that interventions taken included reprogramming and turning on the adaptive feature. It was noted that the event resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was indicated that a device diagnosis was not applicable. The etiology was updated and indicated the event was possibly related to the device or therapy, specifically due to programming, and was not related to the implant procedure. The most recent interrogation prior to the event occurred on (B)(4) 2017.